Manufacturer narrative:
Pump passed displacement test, operating currents, self test and off no power test. No battery out limit alarm noted. Unit received intermittent button response due to corroded keypad traces. Pump received with minor scratched display window. Unit received cracked case at display window corner. Pump received with cracked reservoir tube lip.

Event description:
It was reported that the customer received the battery out limit alarm. The customer's blood glucose was 78 mg/dl. The customer stated that they had already changed the battery twice and was unable to clear the alarm. The customer inserted another new battery with no success in clearing the alarm. Advised customer to remove the battery and restart the insulin pump in two hours. After two hours, the alarm still could not be cleared. Advised customer that a replacement insulin pump would be sent. Nothing further reported.